Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was removing screw from patient and the screw head broke off. This event appeared to have no adverse event on the patient nor the surgery. The screw appeared to be cemented into the vertebral body on the distal tip.

Manufacturer narrative:
(B)(4). One (1) mis cannulated 5x35mm x-tab poly screw [product code: 1867-50-035, lot no: arhc05] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the sample fractured at the neck region of the polyaxial screw shank. The shank component was not returned for evaluation. The fracture analysis report exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the polyaxial screw shank fracturing cannot be positively determined. However, the fracture analysis report exhibits two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.